Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in distal left anterior descending (dlad) artery with heavy calcification. The 2.25x12mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated; however, a rupture occurred at 8 atmospheres during the first inflation. Therefore, the bdc was removed from the anatomy. A 2.0x12mm mini trek balloon was used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.